Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated they just talked to a manufacturer representative (rep) this morning and the rep said the controller was not working. The patient said they tried to charge all day yesterday, but couldn't get the implant to take a charge. The patient then said the implant was charged in the office on thursday when they got the equipment, and worked somewhat friday, but they tried all day saturday and yesterday to charge and couldn't. The patient unlocked the controller during the call and reported that the controller was 60% charged and the implant was 30% charged. The patient tried to start a recharge session, but reported poor recharge quality, even after repositioning the recharger. The patient was not able to feel the implant, but was able to place a solid part of the donut over and an inch below the incision. The manufacturer's patient services specialist (pss) had the patient enter passive recharge mode, and got middle number 80. The patient kept the paddle in place and started a recharging session, but again got poor quality. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.